Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running bd facsvia¿ flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from to english: facsvia - waste tank leaking liquid, leaking waste liquid, no personnel contact. Research use. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Unknown. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ complaint trend: there are 12 complaints related to the issue of a leakage not contained within the instrument. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part # 656874, serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument could not be determined. The customer had initially reported that their waste tank was leaking waste fluid and that they did not come in contact with the leakage. This instrument was found to be out of warranty so a quote for the repair was sent to the customer. The customer rejected the quote so no repair was performed at this time and the cause of the leakage could not be determined. No parts were requested for evaluation as there were no parts replaced. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and thus were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not increase the risk of exposure. This instrument was being used for research at the time of the incident so there was no impact to any patients. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the bd facsvia system instructions for use manual 23-14662-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2018 defective part number: n/a case comments: o ((B)(6) 2022 7:19 pm) user refuses to pay for repairs o ((B)(6) 2022 1:17 am) facsvia - waste tank leaking liquid, leaking waste liquid, no personnel contact. Research use. After the instrument is out of warranty, the user confirms the maintenance ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000176773ra, vers. D, facsvia, clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o ID: (B)(6) o hazard: exposure to bio-hazardous material during instrument startup o cause: waste bottle overflows o harmful effects: exposure to bio hazardous material o risk control: ¿sy-3126 ¿ safety - biohazard ¿pcyt-648 ¿ labeling biohazard ¿pcyt-2908 ¿ labeling waste bottle biohazard ¿cyfr-3264 ¿ stop fluidics if waste tank full at startup ¿cyfr-699 ¿ startup and shutdown fluidics operations user will apply the universal precaution - instructions for use guide - chapter on startup and shutdown ¿user instructed to empty waste bottle before starting the cytometer - instructions for use guide - chapter on startup and shutdown ¿wear suitable ppe ¿ biological safety ¿ safety and limitations guide ¿if properly shutdown then bio-hazardous material should not be present. User instructed to properly shutdown the cytometer after use, which runs bleach through the system - instructions for use guide ¿ chapter on startup and shutdown o implementation verification: ¿see pcyt-648 ¿mpi 7100279 ¿ mpi, assy., case, (B)(4) bd facsvia¿ safety and limitations ¿drawing ¿ 659605- assy, 2000ml bottle facsvia waste ¿tp-152 ¿23-14662-00 bd facsvia¿ instructions for use ¿level sensor in waste bottle o effectiveness verification: ¿design verification report ¿ pm053 cytometer, generation IV ¿tp-152 fw fluidics startup and shutdown communications , sheath usage, and maintenance pass date: 26-aug-2014 o probability: 1 o severity: 4 o risk index: 4 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. The customer had initially reported that their waste tank was leaking waste fluid and that no one came in contact with the fluid. The instrument was found to be out of warranty and the user eventually refused to pay for repairs so the case was closed. The instrument was being used for research and thus did not have any impact on any patients. There was no contact with the leaked fluid and the customer did not come in any physical harm due to this incident. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported while running bd facsvia¿ flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from chinese to english: facsvia - waste tank leaking liquid, leaking waste liquid, no personnel contact. Research use. 1 was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2 was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. 3 was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. 4 what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard . 5 did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): unknown. 7 was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.